Event description:
End users reported that he was going into a bathroom at work in his tdxsiv-hd power chair when he became caught in the door frame, sideways. User got straightened out, then the chair allegedly took off and landed the user's right shoulder, right knee and right arm under the sink as well as the joystick. User reported that he had a pre existing knee replacement, it was that knee which hit pipes under the sink, he will see a doctor as he is really sore.